Event description:
Facility reported that prior to use on a patient, the arterial line of the tubing was noted to have number of kinks in it. No patient ill effect. The sample is available for evaluation.